Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in an edwards clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of embolization of the valve was related to procedural factors (insertion difficulty and forceful insertion of the device). In addition, it was further reported that upon deployment, the valve shifted on the balloon during insertion causing the valve to deploy unevenly. The likely cause for the patient¿s death was attributed to a stroke approximately 30 days post-tavr. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
Updated information indicated that one month post procedure the patient expired due to stroke complications.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from (B)(6) affiliate, during the implantation of a 26mm sapien 3 valve by tao approach in the aortic position, after the insertion of the certitude delivery system and the connection of the loader with crimped sapien 3 valve, the physician pushed but the valve remained stuck in the loader. The loader was disconnected and vacuum was applied to the delivery system; however, the valve was not re-crimped. The physician tried it again but it required too much force compared to standard cases. Then they placed the valve in the annulus but the balloon inflated asymmetrically. Therefore, the partially crimped valve moved off the balloon in the aortic direction (believed to be on the delivery system). A second sapien valve was placed without complication and the first valve was deployed in the distal arch. At last report, the patient was doing well.